Event description:
Attorney reported: on (B)(6) 2006: patient underwent surgery for repair of a recurrent incisional hernia. A ventralex hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2007: patient underwent surgery for removal of her ventralex hernia patch. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.